Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was intermittently unable track instruments and both green and amber lights on the camera were always on. The representative reported that multiple instruments were tracked but flickered in the tracking screen. The spheres on the instrument were wiped and resent but the issue was not resolved. The representative moved surgical lights and camera around but the issue was not resolved. The issue occurred during navigate. There was no impact to patient outcome and no reported delay. The nditoolbox showed polaris spectra system control unit (scu) faults. Self test showed scu was connected. Technical services (ts) recommended replacing the scu. After replacing the scu, it did not resolve the issue, and the amber light was still present on the camera. Technical services (ts) had the representative check nditoolbox and did not find any scu errors. They then checked the camera for errors. A temperature fault was found. They then reset the temperature fault. This resolved the issue.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The scu was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: systm cntrl rfb 9735820r scu vega s8 svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.